Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that readings were over (B)(4) off. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.